Manufacturer narrative:
The complete initial reporter facility name is (B)(6) service pharmacy service for the operating centre. The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the circulation pump was not working properly. This affected the no flow issue. Circulation pump was replaced. Level sensor was found to be damaged. Device underwent pm. Level sensor was replaced. Mixing pump, heater and drain valves were replaced. Ctu calibration. Functional verification test. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. No additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no water flow despite tank was full in an arctic sun device. Per review of wo on 06aug2025, there was no patient involvement. Per sample evaluation results received via task on 13aug2025, it was reported that the level sensor was damaged. Plastic cracked, a broken level sensor could affect the flow rate because if it say that the tank was full and in reality, it was empty no water and no flow.